Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that starting last thursday, he ended up in the ER last thursday . Pt said they had a really bad infection and they needed to then they gave him antibiotics. Pt said, from that point on, they have been going to the bathroom all the time and thought they would raise stim up 2 days ago but when they did that they saw por on their programmer. Pt said they called their doctor and reported this information to them. The doctors office called them today and told them to call medtronic. Reviewed por needs to be resolved by working in person with the doctor or the programmer. Offered and sent email to the reps in the area. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.